Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 305901, lot# 60107972, product type: screening. Device section d information references the main component of the system. Other relevant device(s) are: product ID: 305901, serial/lot #: 60107972, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) with an external neurostimulator (ens). It was reported that the hcp could not remove stylet from lead. Hcp changed to another lead. The issue was reported to be resolved at the time of the report. No further complications reported. No symptoms reported.